Event description:
Procedure type: hernia. According to the reporter: orange shaving falling into the patient's cavity. Doctor was able to remove all shaving. No delay in operating room reported. No patient injury reported.

Manufacturer narrative:
(B)(4).